Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report the device has an ECG issue. There was no reported patient involvement/adverse patient impact.